Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis, undergoing a l3 bkp procedure for a compression fracture. It was reported that rupture occurred during inflation. The patient was not allergic to the contrast media. There was a delay of less than 60 min. A new product was used and procedure was successful. There were no patient symptoms/complications. Initial reporter information cannot be provided due to the restriction by the privacy regulation. The product was replaced and was discarded.